Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the clinic with connect power alarms on their system controller. It appeared the problem was with the white power lead. The cable did not allow any data to be downloaded. The system controller was exchanged and the issue resolved. The patient had no health issues and felt fine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms and the system controller (serial number: (B)(6)) not communicating with the system monitor were confirmed. The controller was returned to the product performance engineering (ppe) group for analysis. Both of the controller¿s connector-side strain reliefs were observed to be damaged, as well as the white power cable jacket. The controller did not communicate with the test system monitor, confirming the reported event. A log file was downloaded, and data from the reported event dates of 29apr2024 - 30apr2024 was reviewed. Atypical power cable disconnect alarms intermittently activated throughout the data reviewed due to invalid relative state of charge (rsoc) voltages. The driveline was disconnected at 10:08, consistent with the reported controller exchange. The controller was opened, and evidence of fluid ingress on the power cables was found. The power cables were replaced, which restored communication with the system monitor, and the controller functioned as intended. The controller¿s original power cables were tested for raised resistances, and several wires on both power cables were observed to be greater than the expected threshold, indicating wire fatigue and fracture. This damage would cause the atypical power cable disconnect alarms and prevent the controller from communicating with the system monitor. Provided information indicated that the controller exchange resolved the issue, and that the patient felt no adverse effects due to the reported event. The root cause of the power cable disconnects and communication issue was determined to be due to fluid ingress; however, a root cause for the fluid ingress was unable to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.